Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. The reported patient effects of thrombosis and pain are listed in the supera peripheral stent system instructions for use as potential adverse events. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2023. D6: date of implanted estimated (B)(6) 2022. D4: the UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that a previously implanted unspecified supera stent in the superficial femoral artery (sfa) had occluded. On (B)(6), 2023, thrombosis was discovered via angiogram as the patient experience pain and ulcer at the heel. Two days later mechanical thrombectomy of the occluded stent was performed, distal extension of stenting with a new supera and wound care at the heel. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.